Manufacturer narrative:
(B)(4). The viper2 straight cocr 300 mm rod (product code: 1967-89-300, lot number: unknown) was not returned to the customer quality unit (cqu). The additional information provided states that the rod was discarded postoperatively. No sample is expected to be returned at this time. A review of the device history record (DHR) could not be performed on the viper2 straight cocr 300 mm rod (product code: 1967-89-300, lot number: unknown) as no lot number was provided. Since this part was not returned, no lot number could be taken directly from the sample. Without the lot number, no review of its manufacturing records could be completed. No emerging trends were found requiring further actions. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. This complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device discarded.

Event description:
It was report that the patient had original surgery on (B)(6) 2014 with medtronic implants at disc space t3- ilium. Revision surgery was performed on (B)(6) 2015 at disc levels l2 ¿ilium due to patient presenting with pseudarthrosis. Some of the medtronic implants were left in place. Surgeon added a viper construct and connected it to the existing medtronic implants. Another revision surgery was performed on (B)(6) 2017 due to broken viper rod at the left side l3-l4 disc level. Patient was revised to 19 new viper screws, 2 viper cobalt chrome rods, end caps and offset rod connectors. Revision surgery was completed successfully . Patient is reported in stable condition.